Event description:
It was reported that during a laparoscopic anterior resection procedure, the surgeon was making a very low transection of the rectum in a patient. He fired three cartridges with no problems and staples formed as expected. When the 4th cartridge was fired, the staples did not form the normal b formation, so the tissue was cut but there was a large hole left in the rectum because the staples failed to close. The sales rep could see the staples in the tissue, but they were still in the open leg position on either side of the cut line. The surgeon reported that just prior to firing the 4th cartridge the gun de-articulated by itself when he closed the compression (closing) lever, which was not as expected. Surgeon had to laparoscopically suture the hole in the rectum. As a result of the difficulties encountered with this device, the procedure was prolonged 35 minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the articulation mechanism was working properly.